Event description:
Rptr indicated that high lead impedance reading was obtained during lead test at office visit (dc-dc code 7). Pt reported not feeling stimulation for about a month prior. In surgery to replace generator (2001), high lead impedance reading was again obtained with new generator. Lead was replaced.